Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced inaccurate cgm readings and decided to remove the sensor. Upon sensor removal, the patient noticed a red mark and a pimple at the insertion site that continued to increase in size. She immediately consulted her physician who examined the site and diagnosed her with a severe infection. She received an unknown injection medication to help stop the infection and was also prescribed an unspecified oral medication. Although she did not provide the names of the medications given, the patient has since recovered and is now doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.